Manufacturer narrative:
Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported the patient experienced a shocking, jolting and burning sensation. The patient reportedly experienced a burning sensation in the pocket and felt a shocking sensation up the spine while charging on sunday. It was noted this was the only time the patient had this happen, and that it was during a charging session where the patient normally charges at home. There were no reported trauma or falls related to the event. The manufacturer representative ran impedances, which were reported to be within normal limits. Group impedances were tested the day of current report and were 1007 ohms and 900 ohms. Additional information has been requested, but it was not available as of the date of this report.

Event description:
Additional information received reported that the patient was reprogrammed with good results. No malfunctions were seen or the cause of issue determined. It was noted the patient would report back if the problem persisted.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011-, product type: lead. (B)(4).